Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they have been having a lot of problems so they were going to have their ins removed and they were getting a new implant put in on the other side. The patient said that they would be "attaching it differently". The patient stated their health care professional (hcp) advised them to "shut it down" and inquired about what that meant? Patient services reviewed general information regarding turning off the ins and recommended that the hcp call technical services with further questions. Patient services provided the patient with the technical services phone number for the hcp. The patient further clarified that the problems they were having was that the ins was not working well for them and the patient "can't find the program". The patient reported on their date of implant, following surgery, they started bleeding suddenly through their outer slacks and noted that the nurses were pressing on their ins to try to stop the bleeding. The patient stated that at night they would still have these bleeds. The patient stated this was not coming from the implant site and did not clarify the location from where they were bleeding from. The patient stated they found out the patient was taking "curcumon" (which the patient stated was a blood thinner). The patient mentioned they met with a manufacturer representative (rep) for adjustments to programming due to this. The patient mentioned they had "the stitches taken out". The patient stated then their hcp decided they should get a completely new implant due to this. Patient services noted that the patient was difficult to follow throughout call and the patient services representative made their best attempt to gather all relevant information from the call.  The patient was redirected to their healthcare provider to further address the issue. It was also noted that the manufacturer representative (rep) had been notified that "things weren't working," though they stated they couldn't remember if they had told the rep about the bleeding.